Event description:
While connected to patient, "patient's mother stated that ac power cord became disconnected while moving patient, but no alarm went off about loss of external power". Additional information indicated this occurred at no other time and there was no allegation of patient harm. Reportedly, the unit is being returned with "all settings unchanged from event occurrence".